Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Ivantis requested follow-up information from the initial reporter on 4 separate occasions (september 15, 2020, september 23, 2020, september 25, 2020, and november 30, 2020), but no response was received.

Manufacturer narrative:
Device identifiers have been requested. The hydrus microstent remains implanted in the patient and is not available for evaluation. Persistent anterior uveitis / iritis, device malposition, and cystoid macular edema are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
An elderly female patient with bilateral cataracts and primary open-angle glaucoma underwent cataract surgery and hydrus microstent implantation in both eyes approximately 2-3 weeks apart. In the second eye, the first attempt to implant the hydrus in the nasal quadrant was unsuccessful due to tissue resistance and inability to fully advance the stent. In the second attempt the hydrus was in the inferior quadrant. The surgeon believed intraoperatively that the stent was properly placed; however, on subsequent postoperative slit lamp examinations, the majority of the microstent was not visible through the trabecular meshwork and was probably pointed posteriorly, out of schlemm's canal and into the supraciliary space. The patient's unmedicated postoperative intraocular pressure has been excellent (low-mid teens). This eye developed moderate iritis which did not resolve after 2 months despite the surgeon's standard postoperative treatment regimen with lotemax. As of the most recent examination on (B)(6) 2020, the patient developed keratic precipitates and cystoid macular edema. Durezol has been prescribed and the patient was referred to a retina specialist for additional evaluation. The patient is also symptomatic in the fellow eye. Systemic work up for potential causes of inflammation was positive for rheumatoid factor and anti-nuclear antibody. Additional information has been requested. This report is for the second eye. Reference MDR #3007683266-2020-00021 for the first eye.